Manufacturer narrative:
Title: s116: impact of incisional negative pressure wound therapy on surgical site infection after complex incisional hernia repair: a retrospective matched cohort study source: surgical endoscopy (2021) 35:3949¿3960. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed between january 2016 and december 2019, there were 114 patients who underwent complex incisional hernia repair were divided into two groups depending on dressing type: incisional negative pressure wound therapy (inpwt) or standard sterile dressings (ssd). Complications included surgical site infection, enterocutaneous (ec) fistula were experienced by two(2) patients, wound dehiscence for eighteen(18) patients, seroma for twenty eight(28) patients. Wound interventions includes: antibiotic therapy for twenty three (23) patients, interventional radiology (ir) drainage for twelve (12) patients, wound opened for fourteen (14) patients and reoperation for five(5) patients. A total of twenty two (22) patients had a thirty (30) day readmission as well. Hernia recurrence was also reported for seven(7) patients.